Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced blurry vision, was feeling hot and their back was sweating. The patient's friend noticed that the patient was pale and seemed incoherent. The patient was provided sweets and at the time of the report, the patient was doing fine. It was reported that during event the cgm was displaying 7.1 mmol/l in comparison to the bg meter value which was 2.0 mmol/l. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.